Event description:
Information received by medtronic indicated that customer reported pump error 3 - the main arm cannot communicate with the motor arm, communication issue between the pump and meter, and noticed crack on the back of the pump. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. Pump passed self test. Customer confirmed that the retainer ring was not damaged and was advised that the pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued using the device and insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and self-test. Test p-cap locks properly into the reservoir compartment. Pump communicated and calibrated properly with test bg meter. Pump was monitored with bg meter and no lost connection noted during testing. Pump error 3 was found in the history files on (B)(6) 2022 00:00:13.000. Pump error 54 was also found in the history files on (B)(6) 2022 00:00:11.000 due to a software error (esf#3010978; file number: 32122; line number: 1421). Pump error 3 was due to the pump error 54. Pump was cut open to perform visual inspection and there is moisture damage found on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and label damage (serial number label fading). No communication between pump to meter was not confirmed. Cosmetic damage was confirmed at the battery compartment. Pump error 3 was confirmed due to pump error 54. Pump error 54 was confirmed due to a software error. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 670g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.